Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc informs that this complaint has been transferred from cook inc to william cook europe. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
Occupation: non-healthcare professional (B)(4). Investigation - the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Per a CT (computed tomography) exam dated (B)(6) 2018: "there appears to be dominant (4) and minor struts (8) involving the inferior vena cava [ivc] filter with a dominant struts extending beyond the wall of the inferior vena cava of approximately 12mm medially and inferiorly and 1cm posteriorly and laterally. The anterior lateral struts shows extension beyond the wall of approximately 1cm with the tip terminating adjacent to or just into the peripheral margin of the duodenum. The final dominant strut anterior and medially extends beyond the ivc wall approximately 1cm. The smaller minor struts (8) extending into the ivc wall however at the limits of resolution and subtle submillimeter extension beyond the wall cannot be excluded. The tip of the ivc filter superiorly roughly lies centrally within the inferior vena cava with no hard tilt identified. The ivc is narrowed just superior and inferior to the ivc filter which may be a function of he patient's volume status however clinical correlation advised. No inflammation or thickening of the adjacent structures to the struts are identified. No fluid collections are seen. No definite migrated fragments are identified". Db (B)(6).